Manufacturer narrative:
Result: locking rod.

Event description:
It was reported there was an issue with the locking mechanism of the cot which could potentially lead to an operator believing the cot was locked into position when it may not be. There was no reported pt involvement or adverse consequences.